Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) lead. The rv lead also exhibited high impedance and oversensing. A possible lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.